Event description:
The physician was attempting to occlude a large (4.6mm x 12mm) tubular pda angiographic type c using an 8mm amplatzer vascular occluder plug. The device was deployed retrograde via a long 4fr sheath. The plug was released in the middle of pda. Angiography revealed excellent device position with continued flow through the plug. Five minutes after release, the plug embolized to the rpa. The device was snared and removed through the femoral vein. The pt was stable throughout and then was sent for elective surgical ligation.